Event description:
This complaint is from a literature source. The following literature article has been reviewed: dang h, yang c, hao z, fan j, xue b, shi l. Analysis of the effect of robot-assisted internal fixation in the treatment of femoral neck fractures and the related factors of postoperative infection. Department of orthopedics. Objective/methods/study data: the aim of this study was to study the effect of robotic-assisted internal fixation in the treatment of femoral neck fractures and analyze the related factors of postoperative infection. Between april 2019 and april 2022, a total of 93 patients were included in the study. These patients were divided into two groups. Control group consist of 46 patients (25 male and 21 female) with a mean age of (57 ± 5) years and ranging from 37 to 72 years old while the observation group consist of 47 patients (28 male and 19 female) with a mean age of (58 ± 6) years and a range of 35-71 years. These patients were treated with cannulated screws from depuy synthes, johnson & johnson. Patients were followed-up for a period of 1-year. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: synthes cannulated screws. Adverse event(s) and provided interventions possibly associated with unk - screw cannulated (qty 40). -4 cases of femoral head necrosis. No intervention mentioned. -1 case of non-union of fracture. No intervention mentioned. -1 case of fracture displacement. No intervention mentioned. -34 cases of postoperative infection. No intervention mentioned.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.